Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer reported that the drawers on the cabinet did not open during medication dispense attempts. Drawers 7 and 8 were highlighted in yellow on the "populate buttons" menu. The keys to the cabinet were confirmed to be on site. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.